Manufacturer narrative:
Patient information was not provided for reporting. Date of onset of infection is unknown. This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Date of implant is approximately in (B)(6) 2017. Exact date is unknown. It is unknown if the patient underwent removal surgery. Explant date is not applicable. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for two (2) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date ((B)(6) 2017), the initial surgery using tomofix plate right was performed for knee osteoarthritis at proximal tibia. After the surgery, the patient developed postoperative infection. The surgeon mentioned that no defectiveness on this tomofix plate left had been reported. Patient outcome was not reported. It is unknown if patient underwent removal surgery. This report is for two (2) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon mentioned that no defectiveness on this tomofix plate right had been reported. Patient outcome was not reported. It is unknown if patient underwent removal surgery. Less than desirable treatment outcome reported.